Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) and it was reported that the patient did not know the exact date when the fall occurred. The rep did not know if or when the patient has scheduled an appointment with his healthcare provider (hcp).

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was with the patient to clear his oor. Lead (0-7) impedance shows all electrodes at 10,000 ohms. The patient stated to the rep that he has fallen quite a few times, the most being a couple months prior to the appointment. The patient did not specify what day the fall happened. The rep programmed around the non-functional lead (8-15). It was noted that the patient is running a program where he does not feel the stimulation. The rep was waiting to see if this reprogramming helps with the patient's pain. The patient indicated he was going to make an appointment with his managing doctor to discuss other issues and would let the rep know when that appointment is so the can follow-up from the programming done at the appointment today. The issue was not resolved at the time of the report.